Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring as high as 588 mg/dl with shortness of breath elevated blood pressure, chest pain and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly provided self-treatment with insulin injections. The reporter alleged the pump had an intermittent power issue. The patient reportedly remained on insulin pump therapy. The reported stated the patient is waiting for a kidney transplant. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an intermittent power issue with the pump.